Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the rv lead failed to deploy and could not be properly fixated during implant procedure. The lead was explanted and replaced. There were no known changes in the patient's condition perioperatively.